Manufacturer narrative:
H3 other text : the device remains implanted inside the patient's vasculature.

Event description:
It was reported that during the endovascular procedure the subject flow diverting stent had to be loaded and unloaded to get the perfect vessel was apposition. Physician used a j - wire to help massage the subject flow diverting stent so that it can pop off the pad. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event

Event description:
It was reported that during the endovascular procedure the subject flow diverting stent had to be loaded and unloaded to get the perfect vessel was apposition. Physician used a j - wire to help massage the subject flow diverting stent so that it can pop off the pad. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, only the sdw (stent delivery wire) was returned. The sdw was kinked/bent from the distal end. There was no other anomaly noted with the sdw and the resheath pad was intact. The stent and introducer sheath were not returned. Functional inspection was not applicable as only the sdw was returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer indicates there were no anomalies noted to the flow diverter prior to use, the device was prepared as per dfu and continuous flush was maintained. The anatomy was very tortuous. Significant manipulations were required as the device had to be loaded and unloaded to overcome ribboning. The correct size of the device was used and a microcatheter was used to deploy the stent. There was a 10 min surgical delay trying to get the device to pop off and a medical intervention was performed to release the stent from the re-sheath marker by using a j-wire to help massage device and pop off pad. The physician was able to deliver the flow diverter device to the target lesion and the stent was deployed properly in the anatomy. In the physician¿s opinion, the cause of the reported issue is unknown. Analysis of the returned device found only the sdw was returned and it was found to be kinked/bent from the distal end. It is probable the sdw became damaged during manipulation of the device. As the stent was not returned having been deployed in the patient¿s anatomy, the as reported ¿stent failed/unable to deploy¿ could not be confirmed. An assignable cause of procedural factors will be assigned to the as analyzed ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the as reported ¿patient medical or surgical intervention required¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.